Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an ceramic liner. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon replaced the ceramic liner due to fracture. Replaced liner and head.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding fracture of a trident alumina ceramic liner was reported. The event was confirmed. Device evaluation and results: inspection of the returned liner confirmed the reported fracture. Material analysis of the device was inconclusive as neither the primary fracture surface nor the fracture origin was contained on the returned fragments. No material or manufacturing defects were observed on the components examined. Visual inspection confirmed the reported event, the ceramic portion of the returned liner is fractured and the pieces have dissociated from the metal portion of the liner. Functional inspection: the damage to the device renders it non-functional. Medical records received and evaluation: clinician review of the provided records concluded "the possibility of trauma, as noted in the revision operative report stating that several falls occurred, and the delay in revision surgery could explain the cause of the fragmentation of the alumina insert subsequent to the fracture. The material analysis report did not demonstrate evidence of material or manufacturing defects in the components examined" device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Conclusions: the exact root cause of the fractured ceramic liner could not be determined based on the limited clinical information provided. Material analysis found no evidence of material or manufacturing defects on the components examined.

Event description:
It was reported that the surgeon replaced the ceramic liner due to fracture. Replaced liner and head.